Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger; product ID: 97745,serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they had been having trouble getting their ins to charge for a couple of months, but just a couple of days ago, the recharger got really hot and the controller went unresponsive. Patient said they got burnt from the recharger (rtm)but said it did not leave a mark (got really red). Patient services specialist walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed it powered on. Patient services specialist had patient re-insert the battery and confirmed the controller displayed recharging and was at 90%. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the recharger (serial# (B)(6)) found that the device was scrapped due to the recharge antenna failure where the controller goes blank when the recharger is plugged in, due to the visual observation of the worn recharging donut, and due to the recharge antenna failure of the "get manufacture struct command and response/osiris error!". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.